Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.3, lab: 2.5. Patient has been using meter for about four months. He is testing from his arm, because he cannot test from his fingers. Uses cap. Tube and the tube was not filled to the line.

Manufacturer narrative:
Customer utilized venous blood sample on unit and the capillary tube was not filled on the line. These pre-analytical errors in venipuncture and sample collection may contribute to inaccurate inr results or testing errors, as indicated on technical bulletin 107. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010, inratio: 1.3, reference: 2.5, mean: 1.90, confidence limits: 1.3-2.7. Per description, time of testing between inratio and reference is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Conclusion: analysis of the client's data has met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No product information is available. Issue in complaint will be subject to tracking and trending. Corrective action not required at this time.